Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage. Visual inspection: visual inspections revealed that the distal alignment tab was found bent/deformed. Hence the complaint is confirmed. Conclusion: the exact cause of the reported condition is unknown, but, it is likely that the device was subjected to excessive forces during the 4+ year life of the device. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot. Part: 03.037.017. Lot: 9439269. Manufacturing site: bettlach. Release to warehouse date: apr 07, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a proximal femoral nailing system (tfna), the helical blade impactor did not rifle into the guide sleeve correctly and was then hammered. This resulted in the helical blade impactor lodging into the guide sleeve, deforming the guide sleeve internally. The helical blade impactor was removed and was not damaged. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence. Concomitant device reported: unknown hammer (part #: unknown, lot # unknown, quantity 1). Unknown helical blade (part #: unknown, lot # unknown, quantity 1). This complaint involves two (2) device. This is 1 of 2 for report (B)(4).